Event description:
Clinician noted low co2 and bleeding of patient with a competitor's oxygenator. The unit was changed out and replaced with a cb3381 (s/n 1418520). After 20 hours of use, blood leakage from gas vent port was noted. Prior to leakage, clinician noted hemolysis. The unit was changed out with no patient injury. The device is labeled to operate at blood flow rates between 1-7 lpm for periods of up to 6 hours.